Event description:
The initial attorney report alleged unspecified injuries due to a defective hernia repair device. The following is based on the medical records provided by the pt's attorney. Pt underwent repair of recurrent umbilical hernia with composix kugel mesh. On (B)(6) 2004, pt underwent diagnostic laparoscopy with laparoscopic lysis of adhesions and omentoplasty. The medical records note that "a loop of intestine had become entrapped between the polypropylene portion of the mesh patch and the anterior abdominal wall, this was felt to be the area of obstruction." Upon inspection of the mesh, it was noted that, "there was a wrinkle in the mesh patch which allowed a gap where intestine could become entrapped between the mesh and the abdominal wall."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. The medical records indicate that the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. The info provided indicates that the mesh remains implanted, therefore it is not possible to evaluate the "wrinkle" in the mesh. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.